Manufacturer narrative:
Concomitant medical products: 4524-45 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. It was further reported there were positive blood cultures and vegetation on the aortic valve. The organism was identified as enterococcus faecalis. The source of the infection was unknown however the patient was reported to have had frequent urinary tract infections in the previous four to five months. The implantable pulse generator (ipg) system was explanted and the patient treated with antibiotics. No further patient complications have been reported as a result of this event.